Event description:
It was reported that the black power cord on the heartmate ii system controller was broken. The black port that connects to the battery clip was noted to be damaged. There had been no alarms. The system controller was exchanged and the patient returned to their skilled nursing facility.

Manufacturer narrative:
Main investigation conclusion: the reported event of a broken black power lead was unable to be confirmed. The heartmate ii system controller (s/n: (B)(4)) was not returned for analysis. Provided information stated that the connector of the black power cable was damaged. There were no alarms associated with the event. No product will be returned and the controller was discarded. There were no additional photos or documents submitted. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.